Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sleeping. Technical services (ts) discussed there are artifacts observed in primary sensing vector. Troubleshooting options and programming recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported. Further information was requested.